Event description:
A female pt was injected at the (B)(6) clinic with 0.3 cc radiesse into her nasal root for nose augmentation. She felt eye pain right after the injection. She was sent to ophthalmology clinic by (B)(6) clinic. The ophthalmologist referred the pt to the hospital (medical center) for further examinations including CT scan and fundus exam. Perioptometry showed partial visual field of single eye was injured and the fundus exam showed ophthalmic vascular occlusion. The doctor expressed that he can't identify the cause of the occlusion, but the damage might be permanent. The pt claimed she was bilaterally blind.

Manufacturer narrative:
The device history records for the injected radiesse lot could not be reviewed as the lot number was unk.